Event description:
It was reported that the top of two extension carriers broke. A small subcutaneous incision was made to retrieve the extension where the carrier broke. There was no other patient injury as a result of event. The remainder of the event went well. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200806854.

Manufacturer narrative:
Incision to retrieve extension.